Event description:
A 24mm diameter x 14 mm diameter x 170mm length talent bifurcated stent graft was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported. It was reported the stent graft was successfully implanted in the pt, and when the quick release button was pushed in order to retract the nose cone in the graft cover, the mechanism did not function. It was also reported the nose cone could have been retracted into the graft cover by rotating the handle; however, the physician elected to remove the delivery system without doing that. The delivery system was successfully removed from the pt without injury. The device was returned and its eval is pending. Please note that this device is distributed outside the united states; however, it is similar to the united stated distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
Results: (quick disconnection button). Conclusions: lack of info (device eval is pending).